Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited backup vvi operation. The patient was brought into clinic for further troubleshooting. A device software download was performed successfully and resumed normal function. The patient would continued to be monitored with normal follow up.